Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, upper abdominal pain and urinary urgency. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included polycystic ovaries. Concomitant products included clarithromycin (macrobid) since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2018 and ibuprofen since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced urticaria ("hives on lower half of body/rash/skin condition"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced flank pain ("flank pain"), 6 years after insertion of essure. In 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine,"), headache ("headaches"), weight fluctuation ("weight fluctuation"), abscess ("abscess"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain") and myalgia ("muscle pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, urticaria, urinary tract infection, vaginal infection, vaginal discharge, nausea, alopecia, fatigue, migraine, headache, dyspareunia, abdominal pain and myalgia outcome was unknown and the menorrhagia, dysmenorrhoea, weight fluctuation, abscess, flank pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abscess, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, urinary tract infection, dysmenorrhea, menorrhagia and back pain. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), abdominal pain and muscle pain were added. Rash/skin condition was updated into hives on lower half of body and psych injury was updated into depression. Reporter information, medical history and concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psych injury"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), rash ("rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal . Discharge"), nausea ("nausea,"), alopecia ("hair loss"), fatigue ("fatigue,"), migraine ("migraine,"), headache ("headaches,"), weight fluctuation ("weight fluctuation"), abscess ("abscess;"), flank pain ("flank pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mental disorder, dysmenorrhoea, rash, urinary tract infection, vaginal infection, vaginal discharge, nausea, alopecia, fatigue, migraine, headache and dyspareunia outcome was unknown and the menorrhagia, weight fluctuation, abscess and flank pain had resolved. The reporter considered abscess, alopecia, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, rash, uti ,vaginal infection, vaginal discharge, nausea, hair loss, fatigue, migraine, headaches, weight fluctuation; abscess; flank pain, psychiatric disorder. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.